Manufacturer narrative:
Evaluation method the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash on his back under the lifevest. The patient reported being itchy and having a rash with open sores on his back. There was no alleged device malfunction. The patient did not require any medical intervention. A zoll representative visited the patient and was unable to confirm the rash or open sores. The representative reported that the patient had indentations from the electrodes on his back. The patient was given an extra garment to allow for more frequent garment changes. The outcome of the irritation is unknown.